Event description:
Healthcare professional reported via regulatory agency, left side device rupture discovered during device replacement surgery. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.